Event description:
According to the report, the sologrip iii handpiece "would not fire." Another handpiece was used in the procedure.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the sologrip iii handpiece "would not fire." Another handpiece was used in the procedure.

Manufacturer narrative:
According to the report, the sologrip iii handpiece ((B)(4)) "would not fire." Another handpiece was used. The handpiece was visually inspected for damage. Additionally, the handpiece was evaluated for damage using the hene laser. When connected to the hene laser, laser energy was emitted from the thumbslide window and not from the distal tip of the fiber bundle, which indicated damage within the handpiece. The handpiece was opened for further evaluation. It was evident that the multifilament fiber had been damaged within the handpiece. Charring was also present on the interior of the handpiece adjacent to where the multifilament fiber was damaged. The observed damage is indicative of user mishandling and is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber at the proximal end of the handpiece. Breakage of the fiber bundle resulted when the laser pulsed extreme heat through the device. In response to complaints of handpiece failures, tsc project (B)(4) was initiated. The project resulted in design changes to the tmr handpieces to eliminate fiber breakage within the main body of the handpieces and outside and proximal to the main body of the handpieces. No further action is necessary.